Manufacturer narrative:
The technician found the siderail center arm assembly was damaged. He replaced the center arm assembly to repair the bed.

Event description:
Information received indicates the siderail is unable to be locked in place.